Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient faced infusion set cannula bent issue on (B)(6) 2026. The infusion set cannula was bent. The infusion set has been in use for less than a day the insertion site was buttocks. No further information is available.